Event description:
It was reported during a stent-assisted coil embolization for an aneurysm procedure, while preparing to deploy the subject stent, the physician could not see it deploy and assumed it had been deployed in the catheter. The catheter and subject stent were removed and replaced. The procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
This is 1 of 2 records (1st MDR). D9 - product available to stryker - updated. D9 - returned to manufacturer on ¿ updated. H3 - device evaluated by mfg ¿ updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was received deployed within the lumen of the microcatheter at the proximal end. The stent delivery wire (sdw) was returned, the introducer sheath was not returned. The stent was deformed at the proximal and distal ends. The sdw was noted to be kinked/bent at the distal end. Functional inspection could not be performed as the stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event of ¿stent deployed prematurely during use' was confirmed during device analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained. It was reported that ¿when preparing to deploy the stent at the distal end, the physician did not see the stent and thus assumed that it had become deployed inside the microcatheter. Then another microcatheter and stent was used to finish the procedure.¿ the stent was received deployed at the proximal end of the microcatheter. Once removed, the stent was noted to be deformed. The stent delivery wire was kinked/bent at the distal end. The introducer sheath was not returned. Based on the deformation noted to the stent, and the introducer sheath not being returned, one possibility is that the introducer sheath was initially correctly positioned but subsequently moved either proximally or distally prior to stent transfer out of the introducer sheath. It is likely that during transfer of the stent from the sheath into the proximal end of the microcatheter lumen, the stent could partially deploy into the gap (created by proximal sheath movement), or the stent could become damaged as it passes through the deformed distal tip opening of the sheath (due to distal sheath movement). The user would experience increased resistance during further attempts to advance the stent in the microcatheter lumen. Furthermore, when attempting to retract the stent, the delivery wire slipped out of the stent, leaving the stent deployed inside the proximal section of the microcatheter. This is the most likely explanation for the damage/observations noted during analysis and the information provided in the event description. Based on review of all available information an assignable cause of procedural factors has been assigned to the reported event of ¿stent deployed prematurely during use' and analysed event of ¿stent deployed prematurely during use¿, ¿stent deformed¿ and ¿sdw kinked/bent¿ as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported during a stent-assisted coil embolization for an aneurysm procedure, while preparing to deploy the subject stent, the physician could not see it deploy and assumed it had been deployed in the catheter. The catheter and subject stent were removed and replaced. The procedure was completed successfully with no clinical consequences to the patient.